Manufacturer narrative:
Clarification to d6a. Implant date: (B)(6) 2015 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for left side. The device remains implanted.